Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had drawer failed and required maintenance. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Correction: section h imdrf annex g grid.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed. A field service engineer arrived at the medstation and found that drawer six was not on the bus, despite all leds on both the drawer controller pcb and the pixie module pcb being illuminated. The medstation was powered down, and all cables on the drawer controller (pyxibus module controller) pcb and module pcb were reseated. The pics bus cable was also checked. After rebooting the system, all pockets and functions of drawer six resumed normal operation. Proper functionality was confirmed through the hta self test. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had drawer failed and required maintenance. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.